Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical (B)(4) evaluated the device and the customer report was not replicated or confirmed. The device was put through extensive testing which included bench handling, ECG monitoring, stress testing through the pads lead without duplicating the customer report. The pads used at the time of the event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the activity logs showed that the user was in leads for the entire event and that pads lead was not selected.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device does not recognize attached electrodes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.